Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient stated he was hospitalized. At an unspecified time during the event, the cgm displayed a value of 400 mg/dl, while a bg meter reading was 790 mg/dl. It was not clear how the reported inaccuracy contributed to the event, and the patient declined to provide any additional details regarding circumstances, symptoms, or treatment. At the time of the report, no further information was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.